Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the craniotome device had an undetermined malfunction when used together with the compact speed reducer device. During the pre-repair diagnostics assessment, it was determined that the bearings of the craniotome device were worn. It was further determined that the bearing had drop off. It was observed that the cutting burr devices were not able to be inserted smoothly and the motor was unable to be connected smoothly. It was further determined that the device had an abnormal noise and vibration, it generated excessive heat and there was a scratch on the guard of the dura mater. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.